Event description:
The daughter of a (B)(6) patient contacted zoll customer report to report that the patient's device was displaying service code 204 - belt/monitor unusable. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of belt sn (B)(4) is currently underway. The reported problem (code 204) is under investigation. Upon investigation, the belt failed incoming functional testing. Root cause investigation of the testing failure is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective electrode belt. The patient was issued a replacement electrode belt.